Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the non-sustained ventricular oversensing episodes were noted, and the implantable cardioverter defibrillator exhibited far-p oversensing on the right ventricular lead channel. Programming changes and lead check were suggested but not further intervention has been performed yet. The patient was stable and would continue to be monitored.